Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump will auto suspend, and when they try to turn it back on, their blood glucose will be high for a few hours. Customer's blood glucose was 200mg/dl to 300 mg/dl at the time of incident and 367mg/dl at the time of the call. Troubleshooting found that the customer spoke with their doctor about this activity. Customer also indicated that their pump was not delivering insulin correctly. Customer was advised to monitor the pump and blood glucose and call back if any further issues. No further assistance was necessary.